Event description:
It was reported that when the device was used during a laparoscopic colectomy, the device misfired when stapling across colon/rectum. The staples did not form correctly, causing the staple line to not be intact. The rep thinks the procedure was completed with a same like device, and not sure any patient consequence, as rep thinks not, as none was reported.